Event description:
Customer reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. Due to this issue, the customer's blood glucose level reached 495 mg/dl. The customer administered a correction injection via multiple daily injections (mdi), and technical support advised plugging the pump into a known working power source using tandem charging supplies, instructing the customer to leave it for at least 30 minutes to see if the pump would begin charging. Further troubleshooting is to be performed by technical support.